Manufacturer narrative:
Other relevant device is: enew2020c80ee, sn (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. It was reported that the right ipsilateral limb appeared to have moved further to the left side of the sac. The start of an endoleak was then seen on a follow up CT approximately 18 months ago. It was then noticed that the ipsilateral limb extension had dislocated from the main body. Neither of these issues were noticed on initial review of the cts, but a retrospective review of the cts resulted in the noting of these issues. A subsequent CT revealed sac growth from approximately 6cm to 7.8-8.8cm. The right ipsilateral limb extension had detached and there was a type iii endoleak. The physician noted that the event was caused by the dislocation and movement of the limb extension. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported migration of the bifurcate ipsi limb leading to component separation between the bifurcate ipsi limb and ipsi limb extension, which resulted in the type iii separation endoleak was confirmed from the films provided. The cause was most likely due to ipsi limbs angulation increase overtime, from the junction being implanted within the unsupported aneurysm sac and from aneurysm morphology changes. Comparison of the returned films showed a significant increase in the amount of ipsi limb angulation at the junction within the aneurysm sac since implant. Lack of any component diameter oversizing from the limb junction located within the unsupported aneurysm sac may have also contributed. The distal bifurcate ipsi limb od measured ~ 20 mm and the proximal od of the ipsi extension measured ~ 20 mm. The type ii endoleak was related to the anatomy.

Event description:
Additional information was received as follows: the patient had an intervention and the event was resolved.